Manufacturer narrative:
Batch review performed on 23 august 2021: lot 147825: (B)(4) items manufactured and released on 20-feb-2015. Expiration date: 2020-january. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. 6 years and 2 months after the primary surgery, the surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.